Manufacturer narrative:
Siemens healthineers has completed a comprehensive investigation of the incident. The provided logs and calibration reports were reviewed; however, the actual root cause could not be determined. The available extensive savelog did not extend to the date of the incident. Analysis of automatically collected log files indicates that the integrated laser guide (ilg) lasers 2 and 3 were used to visualize the needle path at the reported time of the incident. There is no evidence of any system malfunction. The supplied laser calibration reports confirm that the laser system was functioning correctly. No further investigation was possible with the information available. No general product or design issue was identified.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
It was reported to siemens that an adverse event occurred while operating the somatom x.ceed CT system. Varian reported that a physician was using the siemens healthineers myneedle laser to plan and place the varian ib mw (intelliblate microwave) needles. Following the placement, imaging revealed that the needles were not positioned as intended, resulting in a partial pneumothorax of the patient¿s right lung. To address the complication, the physician inserted a 10f chest drain, and the procedure continued without further adverse health effects for the patient.